Manufacturer narrative:
The fsr installed a new pressure cable and the unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pressure module was not reading the venous pressure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2019, the user facility's perfusionist was unable to read his venous reservoir pressure. The field service representative (fsr) troubleshot the issue, and both pressure ports on the pressure module were working to specifications. Upon further troubleshooting, it was deemed that the pressure cable from a different manufacturer was bad and the source of the error. The incident did not delay the surgical procedure. There was no blood loss or harm associated with the occurrence.

Manufacturer narrative:
The reported complaint was confirmed. Upon troubleshooting, the field service representative (fsr) found both pressure ports on the pressure module were working to specifications but that the pressure cable was from a different manufacturer and was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.